Event description:
A pt reported experiencing inaccurate erratic results with a sse meter. The pt's blood glucose results were 341, 224mg/dl. Tests were done within 11-20 minutes difference of 37%. Pt did not experience any adverse events. No further info has been reported.